Manufacturer narrative:
Off-label use: onyx was used to treat dural arteriovenous fistulas. According to the onyx instruction for use the onyx is indicated for presurgical embolization of brain arteriovenous malformations (bavms). The device lot number was not reported. The device will not be returned for analysis as it was implanted in the patient; therefore, the event cause could not be determined. Based on the reported information, there is no evidence suggesting that the device was defective, but rather a procedure related event.

Event description:
Medtronic received information from literature review that a patient experienced progressive palsy of the third cranial nerve and dysphagia post onyx embolization procedure. The patient presented with 2 dural arteriovenous fistulas (davfs): a superior sagittal sinus davf and a right sigmoid sinus davf. The patient underwent transarterial onyx embolization of her superior sagittal sinus davf. She subsequently underwent transarterial onyx embolization of the sigmoid sinus fistula. Branches arising from the superficial temporal artery and middle meningeal artery (mma) were embolized without incidence. A small residual arteriovenous shunt was evident on final angiography. Immediately after the procedure, in the recovery room, the patient experienced progressive palsy of the third cranial nerve and dysphagia. She was started on steroids and discharged home on postoperative day 2. She returned to the office 10 days after the embolization, at which time the third cranial nerve palsy had almost resolved completely. However, her dysphagia had worsened, and an outpatient evaluation revealed unilateral vocal cord paralysis. On follow-up examinations, the patient has been tolerating a modified diet. In this literature article, the authors presented the results of forty onyx procedures to treat davf and concluded that this technique provides a safe and effective method of embolization with few side effects and complications. However, long-term follow-up is needed to establish its efficacy. Citation: stiefel mf, albuquerque fc, park ms, eat al. Endovascular treatment of intracranial dural arteriovenous fistulae using onyx: a case series. Neurosurgery. 2009 dec;65(6 suppl):132-9; discussion 139-40. Doi: 10.1227/01.neu.0000345949.41138.01.